Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the ultrasound technologist (tech) was doing pre-imaging when the touch panel went blank in the middle of a stress echo study. The tech rebooted the ultrasound system to restore functionality and to repeat the study even though it was reported that there was no loss of data. In addition, the tech was not sure if the pre-stress images would link to the post-stress images because of the reboot. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the issue and the logs were returned and testing was performed. The reported issue could not be reproduced, no indication of the touch panel going blank could be found. The logs also indicate that they did save the stress echo exam prior to going into standby. There was no indication that stress echo was in a bad state at this time. The investigation results are inconclusive. A root cause of the issue could not be identified.